Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus service operation repair center (sorc), omsc determined there was the possibility this phenomenon was attributed to aging deterioration of the subject device. It might have occurred due to the long-term repeating use passing more than 7 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found the fan failure of the subject device which caused the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the fan of the subject device did not work well at the unspecified timing the occurrence date of the event is unknown. There was no patient injury associated with this report.